Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of a right bundle branch block, poor renal function, and a creatinine level of 3. The aortic annulus was measured with the area as 408.3mm^2 and the perimeter as 72.5mm. A pre-implantation balloon valvuloplasty (bav) was performed twice. It was noted that the non-coronary cusp had hard calcification. The device was re-sheathed twice. Upon final deployment the valve expanded slightly non-uniformly (nue). Starting implant depth was 5mm from the non-coronary cusp (ncc) and 8mm from the left coronary cusp (lcc). At 80% deployment the patient went into complete heart block. The physician believed the implant depth was ideal for the patient's safety. The device was implanted. The final implant depth was 4-4.5mm from the ncc and 7mm from the lcc. On (B)(6) 2024, the complete heart block resolved on its own with no intervention required. The physician believed that the development of heart block was within expectations due to the patient's comorbidities. The patient status was stable.

Manufacturer narrative:
An event of non-uniform expansion of valve during final deployment was reported. Also reported that at 80% deployment the patient went into complete heart block, which was resolved on its own after 4 days of implant with no intervention required. It was reported that a pre-bav was performed twice, however the non-coronary cusp had calcification. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the exact cause of the reported incident could not be conclusively determined; however the reported calcification on the ncc side may have contributed to the non-uniform expansion of valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a